Event description:
It was reported that the ilet¿s luer connector fractured while in the patient¿s pocket, after which the patient noted elevated blood glucose up to 200 mg/dl. The patient removed the damaged connector from the ilet with over the phone guidance before planning to reconnect supplies. Symptoms included hyperglycemia. Outcomes included transient elevation of blood glucose for approximately two hours without hospitalization or professional medical intervention, with patient use of self-administered subcutaneous insulin to correct. Investigation included troubleshooting and user education. Investigation of this case revealed a broken luer connector; the exact cause of the breakage was not identified. It was concluded that the device functioned as intended but was damaged, which led to hyperglycemia that was managed with backup therapy, and no further issues were reported. Replacement supplies were provided, and education on handling and supply management was completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.